Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Corrosion and residue was identified on the shaft of the motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (500mcg/ml, 139mcg/day) in an implantable pump for an unknown indication for use. The patient had a history of traffic accident, paraplegia, spasticity, and spastic paraparesis. The pump began to critical alarm and the patient experienced symptoms of underdose nausea; itching, increased spasticity, and sweating. A motor stall occurred on an unknown date with no record or recovery. The pump was replaced on (B)(6) 2017. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump would be returned. The issue was considered resolved as of (B)(6) 2017. The status of the patient was stated to be alive and with no injury. The patient was reportedly fine. No further complications were reported/anticipated. It was noted the pump implant date was reported as (B)(6) 2013, but the pump in question was manufactured on (B)(6) 2017. Clarification was requested regarding the discrepant information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the incorrect pump serial number was provided in the initial report of the event. The correct serial number was going to be provided, but has not yet been provided. No further complications were reported and/or anticipated. Additional information was received. The motor stall occurred on (B)(6) 2017. The provided implant date was correct. The first serial number given by the customer was wrong; the representative provided the correct serial number. The pump was still at the customer¿s office and the customer had received a pre-addressed envelope, which the representative would be picked up. The tracking number was not yet available. The provided information had been confirmed with the healthcare provider. Omitted information contained in (B)(4).